Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Moisture damage was found on the electronic assembly during visual inspection. No moisture damage was found on the motor/force sensor/keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 18 mmol/l at the time of incident. Customer state that the insulin pump was exposure to the moisture. The insulin pump will be returned for analysis.